Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 34-year-old male patient presenting with cardiomyopathy, scai shock stage e. During support, a hematoma was noted at the axillary access site. The care team was actively evaluating the access site at the time of reporting. Heparin was held, and no additional patient needs or complications were reported. The patient is still on support. The reported event is hematoma requiring hemostasis. The access-site hematoma is consistent with known risks associated with large-bore arterial access and anticoagulation requirements for impella support, as described in the instructions for use. Based on the available information, the hematoma was managed with standard clinical interventions, and no further adverse sequelae were documented.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected event date. Section d1 brand name corrected.